Manufacturer narrative:
Samples from the same lot of anchorfast device returned by customer but not yet evaluated. This is being investigated as part of a manufacturing CAPA.the lot number was provided and the DHR review found the records to be complete and accurate. A complaint history trend analysis was conducted on this product line and found this is the only account that reported lip spacer separation with this lot number.

Event description:
It was reported that the upper lip foam spacer from an anchorfast oral endotracheal tube fastener separated from the plastic anchorfast track on a patient who had the device in place for 9 hours. It was reported that this separation was not witnessed and the nurse used suction to retrieve the lip foam spacer from the back of the patient's throat while the patient was still orally intubated. It was further reported that there was no adverse event associated with this report.